Event description:
It was reported that the device "turn always on the right side", and the physician was unable to reach the papilla with the device. There was no reported clinical consequence. Analysis of the returned device found the device was twisted and kinked.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and exp. Dates can not be determined. A device history record review could not be performed, as the specific lot was not provided. Residue was noted on the returned device, indicative that the device had been used. Visual inspection noted the working length was twisted and kinked between the proximal and distal pierce holes, adjacent to the exposed cutting wire. This damage is most likely to have been caused by handling. The tip appeared to be rough. Functional testing of the cannulating orientation found that the initial tip orientation was out of product specification, but this could be corrected by rotating the device handle, as noted in the directions for use. The device would bow to 90 degrees, within the specifications. Based on the information provided and the investigation, it was determined that operation context contributed to the reported event.